Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reports that throughout the charging duration, patient feels an electrical stimulation throughout their chest and body. The sensation lasts the whole time the patient is charging. Technical services (ts) reviewed possible extension in front of implantable neurostimulator (ins). Ts reviewed it's possibly related to recent implant wound. Rep also said the patient charged for 30 minutes and the ins only increased 10%. Ts recommended checking recharge quality with app. Patient had implant put in recently and issue started last week when they first started charging the new ins.

Manufacturer narrative:
Section d10 references: product ID wr9230 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative reported the cause of the electrical stimulation while charging wasn¿t determined. To try and resolve it the patient wore a shirt while charging instead of placing it directly on the skin, but the electrical stimulation hadn¿t been resolved. In addition, it took two hours to charge from 40 to 80%. A replacement recharger was going to be sent.